Event description:
It was reported the rate dial is not working intermittently. It was also reported the rate will not adjust. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; encoder flex defective (intermittent). Analysis also found two side bail covers, ring cover, two case screws, ring cover screw, two side bails, and ring are missing. (B)(4).